Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: on (B)(6) 2015 a device download showed several occurrences of elevated watts as high as 13.6w. Ldh on (B)(6) 2015 was 903 iu/l; hgbn had intermittently been elevated in the preceding days as high as 39.6 on (B)(6) 2015. Despite ivf hydration and a heparin gtt; the ldh remained elevated at 1193 iu/l.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing elevated lactate dehydrogenase levels. The patient¿s pump was exchanged on (B)(6) 2015 due to suspected thrombus. The patient is reportedly doing well since the exchange.

Manufacturer narrative:
Approximate age of device ¿ 38 days. The pump was returned to the manufacturer for evaluation. Upon disassembly of the pump, examination of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The deposition was not adhered to the bearing ball or the stator blades, lacked denaturing, and lacked lamination. In addition, there was no evidence of contact marks on the outlet side of the rotor. Although its origin and the duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition did not appear to have originated in this location. If the deposition was present in the pump for an extended amount of time, the deposition found in the outlet stator would have contributed to the reported clinical signs of hemolysis. Examination of the remaining blood-contacting surfaces revealed no depositions. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met all applicable specifications upon product release. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.